Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016 the transmitter had no signal after 4 hours. There was no report of injury or medical intervention. No additional event or patient information is available.